Event description:
It was noted in the service order that during an unspecified surgical procedure, it was discovered that an electrical sound came from the battery reamer/drill device and the device did not work. It was reported that the surgery was completed successfully with no surgical delay. During service and evaluation, it was determined that the moving parts of the trigger did not move smoothly. It was determined that the electrical ports showed signs of corrosion. Furthermore, it was found that the device was unable to run due to a damaged control unit. When the battery device was connected to the handpiece, an unexpected electrical beep sound came from the handpiece. It was further determined that the device failed pretest for general condition, check for sticky trigger and check function of device. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. However, the assignable root causes all the other defects were determined to be due to component failure from wear.